Event description:
It was reported that the pt had the catheter removed due to meningeal irritation. The pump contained morphine sulfate 10 mg/ml at a daily dose of 0.999mg. The pt experienced loss of analgesia and required parenteral analgesics. The intrathecal infusion was stopped and the catheter was replaced. Per the reporter, the placement of the catheter tip caused irritation of the nerve root. The pt is currently doing well and is waiting for authorization for catheter replacement.

Manufacturer narrative:
.